Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction for check pads message was duplicated and attributed to a n open pin on the multi-function cable. The reported malfunction for device inappropriately shut down was duplicated and attributed to a non zoll battery being used at the time of the reported event. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "check pads" message and inappropriately shut down. Complainant indicated that the clinician obtained an other device to continue treating the patient. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.